Manufacturer narrative:
A boston scientific technical services consultant discussed the observations with the caller and recommended obtaining an x-ray and additional testing. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been lost to follow up and had not been checked in over three years. System interrogation revealed shocking impedance measurements greater than 200 ohms. In office testing produced measurements from 50 ohms to 84 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this system was still exhibiting shocking impedance measurements greater than 125 ohms. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.